Manufacturer narrative:
Analysis of suspect vertek arm as follows: the arm has locked up. Not able to release the arm by use of the handle. This is a down revision part. The lot number indicates it was manufactured in 2008. Issue resolved by providing new vertek arm to site. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No findings possible since the part has not been received by the manufacturer for evaluation. A replacement arm has been provided to the customer site.

Event description:
A medtronic representative reported that an articulating arm was found to be damaged. It was reported that the arm was loose and could not be fixed properly. No patient was present for this event, so no patient demographics are applicable.